Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported had increased their stimulation about 15 minutes ago, but now it was too strong and was shocking them like they were getting electrocuted so they needed to turn it down; Agent scheduled call back for 15 minutes to walk patient through connecting to their implant and decreasing stimulation. Agent called patient back at agreed upon time; patient reported handset at 12%. Agent had patient power on handset as well as communicator. Agent had patient reset communicator to confirm Bluetooth light indicator; patient confirmed. Patient connected through My Stim PC app and reported therapy was on in Group D intensity of 4.8. Patient decreased to 3.8 and reported that was a comfortable level. See general text info for details on omitted information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.